Event description:
It was reported that an unknown type of infection at the pump site would not go away after weeks of perioperative oral antibiotics. The location of issue or symptom was the device pocket. It was later reported that the pocket incision was questioned. The actions required as a result of the event include an explant of the infusion system on (B)(6) 2015. The patient¿s status at the time of report was alive ¿ no injury. Additional information received later reported the date of onset/diagnosis was (B)(6) 2015. The patient did not experience meningitis. The patient's prior refill occurred on (B)(6) 2015. The patient signs and symptoms of infection included fever, redness, swelling and pain. The primary location of the infection was the device pocket, and ¿unknown.¿ a culture was obtained from the device pocket and blood. The type of organism cultured was unknown. The patient¿s outcome was on-going at the time of report. The pump was used to infuse morphine.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).